Event description:
On (B)(4) 2014, cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm device for valvuloplasty of the aortic valve. A journal article titled, "preliminary experienced with porcine intestinal submucosa (cormatrix) for valve reconstruction in congenital heart disease: histologic eval of explanted valves" published on-line on march 1, 2014 in the journal of thoracic and cardiovascular surgery was discovered during a periodic literature review. All surgical procedures described within the article were performed from "february 2006 to february 2013." This report is being submitted to document case info for patient number 10 (table 4 from the article). Details of the event are provided below. It was reported that cormatrix ecm material was used for an aortic valve repair in a 12 year old with severe aortic regurgitation, bav (bicommissural aortic valve), aortic root dilation, and ehler-danlos syndrome. The patch was used for right coronary leaflet augmentation. The patch remained in situ for 63 days and was then explanted during secondary surgery for residual aortic regurgitation, right coronary leaflet prolapse, and retracted leaflets. Histology results of the explanted tissue exhibited signs of mild inflammation.

Manufacturer narrative:
No sample was returned for eval. Cormatrix has requested add'l info from the paper's authors regarding this event. The relationship between the device and reason for explant is currently unk. Although there was no secondary medical intervention or device failure reported, histology results of the explanted tissue exhibited signs of moderate inflammation. Although the exact product info was not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing. The IFU for the cormatrix ecm for cardiac tissue repair lists a potential complication as "acute or chronic inflammation." The IFU also states, "device must be sutured to viable native tissue" and "place the edge of the cormatrix ecm in contact with viable tissue." Exact details regarding the implant procedure is currently unavailable. The article generalized the implantation process as follows: the patch was rehydrated for 10 minutes, cut to the appropriate size and shape, and was sewn into place with 7-0 prolene suture. A variety of implantation techniques were used for aortic valve repair, including leaflet edge augmentation, enlargement of the belly of the leaflet, or complete leaflet replacement.